Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had channel obstructed. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was clogged with foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the nozzle being clogged with foreign material, the additional evaluation findings are as follows: suction connector label was damaged, water supply was out of standard, light guide lenses were cracked, grip was shaved, air/water-cylinder had discoloration, suction cylinder had discoloration, plug unit had a scratch, due to clogging of nozzle, water supply volume did not meet the standard value, objective lens had a chip, universal cord had coating peeling, and the connecting tube was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was dark, rubberized, and contained blue and white filaments. However, the identity and definitive root cause of the foreign material could not be determined. It is possible that the foreign material was caused by user deviation from the instruction manual, or physical damage at the detection area of the foreign material. Olympus will continue to monitor field performance for this device.